Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was noted that the right ventricular (rv) lead exhibited noise. No intervention was reported. The patient's status was not reported.